Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2013. During the procedure, the ball bearing fractured off the modular tibial punch. The surgeon was able to complete the procedure with the tibial punch.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Manufacture date is unk. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. There is no evidence that the product failed in either situation due to the ball bearing remaining intact and the modular tibial punch wasn¿t returned.